Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl concentration not reported, at 1407mcg/day and bupivacaine 40mg/ml, dose not reported via an implantable pump. The indications for use were not reported. It was reported that the healthcare provider was having trouble filling the pump, could fit a partial amount of drug in the pump. The patient stated their pain had been worse, and it wasn¿t working like it was supposed to lately. The patient was not sure if was the pump or not. The patient didn¿t have many more details per this reporter. The logs did not show any motor stalls or other issues. The reporter was unable to determine if troubleshooting was done at the office. A pump replacement was done and a new pump segment was added as during the replacement the physician thought the sc looked worn and was sheering when they tried to disconnect. The issue was resolved at the time of the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
The pump was returned for analysis and analysis of the pump found ¿pump fluid path ¿ reservoir access issues due to residue before internal decontamination¿. A portion of the catheter was returned for analysis and analysis found ¿catheter ¿ acceptable testing ¿ catheter incomplete/returned in segments¿. If information is provided in the future, a supplemental report will be issued.